Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "pump settings and patient data lost" alarm messages were recorded. Functional testing included use testing. The pump was powered on and passed the pump alarm volume check. The micro processor board was replaced as a preventive measure due to the multiple "pump settings and patient data lost" messages. Based on the evidence, the complaint was unable to be confirmed.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump failed alarm volume test. It is unknown if there was patient involvement.